Event description:
It was reported that the patient had to recharge the ipg more frequently. Also, the patient was without stimulation for several months. As a result, surgical intervention was undertaken where in the ipg was replaced on (B)(6) 2019. Therapy restored post operatively.